Event description:
It was reported patient underwent a meniscus repair procedure on (B)(6) 2014. During the procedure, when making the second pass of the suture the anchor suture came dislodged before passing through the meniscus. This occurred with two sutures. Additional holes were drilled and a third suture was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08724).